Event description:
It was reported that the patient received an inappropriate shock for ventricular fibrillation (vf) from the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference (emi) which also triggered a lead integrity alert (lia). It was noted that the patient was sitting in their chair with a computer and printer. Also, it was reported that ten days prior, the device had a prior episode of emi triggering a lia. Lastly, it was noted that the left ventricular (lv) lead exhibited high thresholds. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated unexpected delivery of ventricular tac hyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported, via follow up, that the source of the emi was suspected to be a stimulator for blood circulation or the patient's home, which has two prong outlets.